Event description:
It was reported that pump touchscreen was unresponsive and that number zero did not appear right away and required multiple attempts. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.